Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during PICC procedure, the peel-away sheath became kinked while being advanced into the vessel." The procedure was successfully completed using a different device. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "during PICC procedure, the peel-away sheath became kinked while being advanced into the vessel." The procedure was successfully completed using a different device. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a set containing a PICC, dust caps, and a catheter trimmer for analysis. No definite signs of use were observed on any of the components. The peel-away sheath associated with this complaint was not returned. Therefore, a visual inspection of the reported sheath could not be performed. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." Based on the customer report and without the sheath returned for analysis, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.